Event description:
A hospital in (B)(6) reported via our distributor that an rt340 adult breathing circuit was found to be defective after 24 hours of use.

Manufacturer narrative:
(B)(4). Method: the inspiratory and expiratory limbs of the complaint rt340 adult breathing circuit were returned to fisher & paykel healthcare (B)(4) for inspection. The electrical resistance of the heater wires of the returned breathing circuit limbs was tested using a multimeter. Results: electrical resistance testing showed that the inspiratory limb heater wire resistance was too high and was therefore outside of specification. The expiratory limb heater wire was found to be within specification. A lot check revealed no other complaints for lot number 111020. Conclusion: resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. The customer had noted that the circuit was operating for 24 hours before it failed, which suggests that the heater wire resistance became high during use, possibly as a result of a weak crimp connection.